Event description:
It was reported that the customer experienced intermittent, on-going high blood glucose events over 500 mg/dl. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. To resolve the high blood glucose level, the customer disconnected from the site and allowed the levels to decrease naturally. The control iq feature was active during the event. The customer continued to use the pump for insulin therapy.